Event description:
It was reported that the voltage at the clinic was 2.69v. Review of the performance data from the device shows the battery voltage at 2.93v. The device is still in use. Patient will be monitored. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data from the device showed low telemetered battery voltage. On (B) (6) 2010, the battery voltage with telemetry was 2.69v and the daily measurement was 2.93v.